Manufacturer narrative:
This report is submitted on november 25, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to poor sound quality and no benefit with the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 15, 2023.